Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed without using the fluoro imaging on the same system. The philips field service engineer (fse) inspected the system onsite and identified that the detector was causing a drain on the 24-volt power supply, the review of system logfile indicated fd controller errors. Upon troubleshooting, the fse removed the detector and confirmed that the power supply functioned correctly. To resolve this issue, the fse replaced the detector and returned it to philips for further analysis. The analysis confirmed the detector malfunction and identified detector was causing the psfd power supply to become overloaded. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system without using fluoroscopy imaging, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.